Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of product ID: (B)(4), (B)(4), found the connector pin was bent . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spin al pain. It was reported that the ins recharger (insr) would not power up but the screen would flash intermittently if the desktop charger (dtc) cord was wiggled. It was reported the connector pin was loose. The patient has had a loss of stimulation due to not being able to charge the ins. A replacement dtc was sent. No further complications were reported/expected.